Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the patient presented with an st elevated myocardial infarction. While unpacking a 3.5x8 rx vision stent delivery system (sds), upon removing the protective stent/balloon sheath without resistance, it was noted that the stent was not on the balloon. The stent was not found in the protective sheath, in the device packaging, or anywhere in the cath lab. The inner tyvek pouch containing the product was confirmed to have been sealed prior to opening it. Due to the presenting condition of patient health, the physician decided to treat the patient via an alternate unspecified type of medical intervention. This device was not used in the patient and this issue reportedly did not cause or contribute to a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.